Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined through this evaluation. The evaluation of the returned pump did not reveal any device-related issues. The pump was returned assembled with the driveline cut at the nipple of the pump housing and the distal portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were returned attached to their respective pump port. The outflow bend relief was not returned. The bend relief collar was returned detached from the remaining outflow graft hardware. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed some post-explant depositions of coagulated blood. No evidence of adhered depositions or thrombus formations were identified. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired due to a cerebral stroke. No further information was provided.